Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, assisted the caller in the process, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and was instructed to call back if the malfunction code appeared again.